Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical notification received for revision of left total knee to address aseptic loosening date of implantation: (B)(6) 2002. Date of revision: (B)(6) 2020. (Left knee). Treatment: femur, tibial tray, and tibial insert were revised; patella retained. Update: medical records received ad 21 oct 2020 were reviewed on 27 oct 2020 by a clinician to identify patient harms/product issues. Primary operative notes (B)(6) 2002 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicates the patient received an additional left total knee revision due to significant polyethylene wear and varus collapse of the knee, pain and decreased function. The insert was removed and indicated to have significant wear. The tibial and femoral components were noted to be well fixed but also revised. Surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.